Event description:
The event is reported as: the rt (respiratory therapist) at first couldn't inflate the cuff of the et tube, then when the air went in, she put too much air in the tube. When the rt tried to deflate the cuff, the rt had a hard time. No report of patient injury.

Manufacturer narrative:
It is unknown if the device sample is available for evaluation. Photo was provided for review. From the photo the reported defect was not observed. No other defects were observed from the photo. Device history record (DHR) review was conducted on the reported lot number. The DHR investigation did not show issues related to the complaint. The complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported. Teleflex will continue to monitor and trend relating complaints.